Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that two lot numbers of one touch ultra test strips were giving him inaccurate high blood glucose results in a one touch ultra 2 meter. The patient tests his blood glucose 3-4 times a day. He takes 50 units of levemir in the morning and 84 units at night. He also takes sliding-scale novolog insulin three times a day based on his meter readings. The patient indicated that the alleged issue started about 2 weeks prior to calling lfs on the same day. The patient explained that he got 4 boxes of new test strips on the month before, but did not use them until recently. The patient claimed that the test strip from the follow lot#s: 2774703 and 27725 were "bad". When the patient started using the reported test strips, he noticed that his meter readings seemed to be higher than normal. The patient then performed comparisons by using the new test strips and test strips that he had been using previously. During the time of concern, the patient also used the reported test strips with a backup meter and noticed the same alleged issue. In one case on two days prior to original date, the patient obtained a meter result of "169 mg/dl" using the alleged test strips and "131 mg/dl" on his previously used test strips. In another instance, the patient obtained a result of "151 mg/dl" using the alleged test strips and "136 mg/dl" using the previously used test strips. Based on the elevated meter readings that he was getting with the reported test strips, the patient took increased doses of sliding-scale humalog insulin. His sliding-scale regimen consisted of taking 5-7 more units of insulin based on the higher meter readings compared to the lower results. The patient claimed that he suffered a couple of hypoglycemic episodes. In one instance, on nine days prior to original date, the patient mentioned that he developed symptoms of shakiness and sweating after taking sliding-scale insulin based on inaccurate high meter results. At one point while he had symptoms, the patient tested his blood glucose and got a result of "57 mg/dl". However, he could not recall what test strips he used. The patient treated himself properly by consuming glucose tablets. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged test strip issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.